Event description:
Pt taken to cath lab - initial percutaneous transluminal coronary angioplasty unsuccessful, so decision made to place stent. Stent became lodged into the proximal artery. When attempting to remove the entire system (not pulling on stent proper), there was significant resistance. There was a sudden release and the stent became dislodged from the balloon. The balloon catheter was successfully removed with the wire in place through the stent. While attemping to get the microaena snare, the guiding catheter apparently became dislodged leading to the loss of the wire in the artery and stent. Have not been able to visualize the stent in the coronary or elsewhere, in spite of an extensive search.